Event description:
It was reported on (B)(6) 2022 that an ex fix will be removed from a leg on (B)(6) 2022. No complaints, allegations against devices, or adverse events have been reported. Original email posting of the case on (B)(6) 2022 was missed previously. This will be a standard external fixation removal. This ex fix was successfully removed. No allegations were made against the devices. It is unknown if there was a surgical delay. Procedure and patient outcome were unknown. This report is for one (1) unk - synthes no further info: trauma. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. This report is for an unk - synthes no further info: trauma unknown lot. Part and lot numbers are unknown; UDI number is unknown. Device available for evaluation: complainant part is not expected to be returned for manufacturer review/investigation. (B)(4). Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The initial complaint was reviewed and found not reportable. It was noted the procedure was a standard external fixation removal. There were no complaints, allegations against devices, or adverse events reported.